Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call reservoir occlusion and no delivery alarm. Customer's blood glucose level was 347 mg/dl. Troubleshooting for no delivery was performed. Customer advised they had high blood glucose levels because of the no delivery alarm. Customer advised they had 10 infusion sets and reservoirs that they wanted to send back for analysis since they caused the no delivery issues. Customer was advised replacement products would be sent out.